Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: (B)(4), model: sc-2138-70, serial: (B)(4), batch: 142041/a07885. Product family: scs-linear leads: upn:( B)(4), model: sc-2218-50, serial: (B)(4), batch: 19901171.

Event description:
It was reported that the patient experienced overstimulation at the back of the neck even if the stimulation was off. Database analysis were observed and revealed no anomalies. The patient underwent an explant procedure.